Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed that x-ray shows trochanteric fracture but deemed the information insufficient and rejected it for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed that x-ray shows trochanteric fracture but deemed the information insufficient and rejected it for a medical review. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The patient presented with hip pain. The greater trochanter fracture was noticed. The patient said that it happened during original hip replacement surgery. The head and liner were changed and trochanteric plate was applied.

Manufacturer narrative:
Additional devices listed in this report: cat#:, description:, lot#:, unknown, x3 0° 36 g liner, unknown; 6260-9-336, v40 cocr lfit head 36mm/+10, mlm192. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient presented with hip pain. The greater trochanter fracture was noticed. The patient said that it happened during original hip replacement surgery. The head and liner were changed and trochanteric plate was applied.